Event description:
It was reported via repair work order that the cot will not lock in place in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.